Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00804. This report is being submitted as additional information. The previous admission regarding the driveline infection and elevated ldh referenced in this section was reported under medwatch MFR. Report # 2916596-2018-00734. Approximate age of device ¿ 3 years and 8 months. Device analysis: thrombus was confirmed through the evaluation of the device. The explanted pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump inlet port. The sealed outflow graft was returned detached the outlet elbow. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was not returned. A deposition of an unstructured tissue-like clotted blood was found within the inlet elbow. A tissue-like lining of clotted blood extended from the rotor to the outflow graft attachment. The lack of both lamination and denaturation and the absence of structure indicate that these depositions developed acutely. The observed depositions appeared consistent with poor surface washing due to an interruption in flow; however, a specific cause for this period of low flow could not be determined through this evaluation. Examination of the rotor upon disassembly of vad-15033 revealed pieces of thrombus formation on the rotor bearing ball and between the rotor blades that appeared to have originally developed as a ring-like, laminated thrombus surrounding the inlet bearing ball. The laminated structure of this formation indicates that it developed over an undetermined period of time while vad-15033 was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated levels of lactate dehydrogenase. In addition, a correlation between these formations and the patient¿s hemorrhagic stroke could not conclusively be established through this evaluation. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018, the patient was admitted into the hospital due to elevated lactate dehydrogenase (ldh) of 563 u/l. During previous admission in (B)(6) 2018 for a chronic driveline infection, the patient experienced elevated ldh which was due to dehydration from the clostridium difficile. On (B)(6) 2018, the patient¿s ldh was 857 u/l. The patient suddenly felt a ¿pop¿ and instant chest pain. On (B)(6) 2018, their ldh was 1,470 u/l, and flows were in the 7 lpm range. Integrilin infusion was started and was stopped the following morning when the patient¿s neuro status changed. The patient had experienced a large hemorrhagic stroke with concerns for herniation. The patient was placed on extracorporeal membrane oxygenation as their pulsatility indexes dropped to high 1 range. On (B)(6) 2018, the ldh level was 16,260 u/l. On (B)(6) 2018, care was withdrawn and the patient expired. It was reported that the stroke could have been related to the treatment of the elevated ldh along with the increased inr (2.2 on admission, 4.6 when patient stroked, and 6.1 on (B)(6) 2018).